Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal cramping") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding, prolonged, abnormal menses"), dysmenorrhoea ("extreme, debilitating menstrual pain,"), menstruation irregular ("irregular menstrual cycles"), back pain ("severe back pain"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), depression ("depressed"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and anxiety ("anxious"). The patient was treated with surgery (in 2015, underwent hysteroscopy and required to undergo a full hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, menstruation irregular, back pain, abdominal pain, amnesia, dyspareunia, rash, alopecia, dysgeusia, dental caries, depression, fatigue, abdominal distension, endometriosis, cystitis and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, menstruation irregular and rash to be related to essure (ess205). The reporter commented: over the next several years, sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, abdominal pain, endometriosis, cystitis, and dyspareunia, among other symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal cramping"), menorrhagia ("heavy bleeding, prolonged, abnormal menses / abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included uterine bleeding, menometrorrhagia, ovarian cyst and nabothian cyst. Concomitant products included ibuprofen (motrin) and phentermine. In 2007, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and nausea ("nausea"). In (B)(6) 2007, the patient experienced pelvic pain ("pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced cystitis ("cystitis") and genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In 2016, the patient experienced rectal prolapse ("rectum has fallen"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain, / dysmenorrhea (cramping)"), menstruation irregular ("irregular menstrual cycles"), back pain ("severe back pain"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), depression ("depressed"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), anxiety ("anxious"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vision blurred ("unable to focus vision"), premature menopause ("early menopause"), abdominal pain upper ("stomach pain") and proctalgia ("rectum pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2015 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menstruation irregular, abdominal pain, amnesia, rash, alopecia, dysgeusia, dental caries, depression, abdominal distension, endometriosis and anxiety outcome was unknown and the menorrhagia, dysmenorrhoea, back pain, dyspareunia, fatigue, cystitis, genital haemorrhage, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, pelvic pain, vaginal discharge, vision blurred, weight increased, rectal prolapse, premature menopause, nausea, abdominal pain upper and proctalgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, back pain, bladder disorder, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, premature menopause, proctalgia, rash, rectal prolapse, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: over the next several years, sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, abdominal pain, endometriosis, cystitis, and dyspareunia, among other symptoms. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kgs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : menorrhagia." Most recent follow-up information incorporated above includes: on 13-apr-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (general), urinary tract infection, sexual intercourse), bladder problems, urinary problems or changes, migraines, dental problems, pain, vaginal discharge, unable to focus vision, weight gain, rectum has fallen, early menopause, nausea, stomach pain, rectum pain, she did not undergo confirmation test ", reporter added from pfs. Concomitant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal cramping'), menorrhagia ('heavy bleeding, prolonged, abnormal menses / abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included uterine bleeding, menometrorrhagia, ovarian cyst and nabothian cyst. Concomitant products included phentermine. In 2007, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced pelvic pain ("pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced cystitis ("cystitis") and genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems/ my bladder is very badly damaged") and urinary tract disorder ("urinary problems or changes"). In 2016, the patient experienced rectal prolapse ("rectum has fallen"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain, / dysmenorrhea (cramping)"), menstruation irregular ("irregular menstrual cycles"), back pain ("severe back pain"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), depression ("depressed"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), anxiety ("anxious"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vision blurred ("unable to focus vision"), premature menopause ("early menopause"), abdominal pain upper ("stomach pain"), proctalgia ("rectum pain"), anorectal disorder ("rectal still sick"), uti ("uti") and cyst ("cysts") and underwent urinary bladder suspension ("bladder suspension"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy and on (B)(6) 2015 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menstruation irregular, abdominal pain, amnesia, rash, alopecia, dysgeusia, dental caries, depression, abdominal distension, endometriosis, anxiety, urinary bladder suspension, anorectal disorder, uti and cyst outcome was unknown and the menorrhagia, dysmenorrhoea, back pain, dyspareunia, fatigue, cystitis, genital haemorrhage, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, pelvic pain, vaginal discharge, vision blurred, weight increased, rectal prolapse, premature menopause, nausea, abdominal pain upper and proctalgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anorectal disorder, anxiety, back pain, bladder disorder, cyst, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, premature menopause, proctalgia, rash, rectal prolapse, tooth disorder, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and uti to be related to essure (ess205). The reporter commented: over the next several years, sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, abdominal pain, endometriosis, cystitis, and dyspareunia, among other symptoms. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal cramping'), menorrhagia ('heavy bleeding, prolonged, abnormal menses / abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included uterine bleeding, menometrorrhagia, ovarian cyst and nabothian cyst. Concomitant products included phentermine. In 2007, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced pelvic pain ("pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced cystitis ("cystitis") and genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems/ my bladder is very badly damaged") and urinary tract disorder ("urinary problems or changes"). In 2016, the patient experienced rectal prolapse ("rectum has fallen"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain, / dysmenorrhea (cramping)"), menstruation irregular ("irregular menstrual cycles"), back pain ("severe back pain"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), depression ("depressed"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), anxiety ("anxious"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vision blurred ("unable to focus vision"), premature menopause ("early menopause"), abdominal pain upper ("stomach pain"), proctalgia ("rectum pain"), anorectal disorder ("rectal still sick"), uti ("uti") and cyst ("cysts") and underwent urinary bladder suspension ("bladder suspension"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy and on (B)(6) 2015 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menstruation irregular, abdominal pain, amnesia, rash, alopecia, dysgeusia, dental caries, depression, abdominal distension, endometriosis, anxiety, urinary bladder suspension, anorectal disorder, uti and cyst outcome was unknown and the menorrhagia, dysmenorrhoea, back pain, dyspareunia, fatigue, cystitis, genital haemorrhage, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, pelvic pain, vaginal discharge, vision blurred, weight increased, rectal prolapse, premature menopause, nausea, abdominal pain upper and proctalgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anorectal disorder, anxiety, back pain, bladder disorder, cyst, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, premature menopause, proctalgia, rash, rectal prolapse, tooth disorder, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and uti to be related to essure (ess205). The reporter commented: over the next several years, sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, abdominal pain, endometriosis, cystitis, and dyspareunia, among other symptoms. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia". Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received- new event uti was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal cramping'), menorrhagia ('heavy bleeding, prolonged, abnormal menses / abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included uterine bleeding, menometrorrhagia, ovarian cyst and nabothian cyst. Concomitant products included phentermine. In 2007, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced pelvic pain ("pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced cystitis ("cystitis") and genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems/ my bladder is very badly damaged") and urinary tract disorder ("urinary problems or changes"). In 2016, the patient experienced rectal prolapse ("rectum has fallen"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain, / dysmenorrhea (cramping)"), menstruation irregular ("irregular menstrual cycles"), back pain ("severe back pain"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), depression ("depressed"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), anxiety ("anxious"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vision blurred ("unable to focus vision"), premature menopause ("early menopause"), abdominal pain upper ("stomach pain"), proctalgia ("rectum pain") and anorectal disorder ("rectal still sick") and underwent urinary bladder suspension ("bladder suspension"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy and on (B)(6) 2015 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menstruation irregular, abdominal pain, amnesia, rash, alopecia, dysgeusia, dental caries, depression, abdominal distension, endometriosis, anxiety, urinary bladder suspension and anorectal disorder outcome was unknown and the menorrhagia, dysmenorrhoea, back pain, dyspareunia, fatigue, cystitis, genital haemorrhage, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, pelvic pain, vaginal discharge, vision blurred, weight increased, rectal prolapse, premature menopause, nausea, abdominal pain upper and proctalgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anorectal disorder, anxiety, back pain, bladder disorder, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, premature menopause, proctalgia, rash, rectal prolapse, tooth disorder, urinary bladder suspension, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: over the next several years, sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, abdominal pain, endometriosis, cystitis, and dyspareunia, among other symptoms. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia." Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event bladder suspension, rectal still sick was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.